Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm during the rewind. Unable to troubleshoot due to repeated alarms. The customer mentioned that he did wear the insulin pump during an x-ray a few weeks ago. The customer also stated that he was hospitalized on (B)(6) 2011 with a low blood glucose reading of 24 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing was reported.